Event description:
It was reported that the right atrial (ra) lead had unstable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b implantable cardioverter defibrillator (B)(6) 2001; 1488tc competitor implantable pacing lead (B)(6) 2001. (B)(4).